Event description:
There was a possible catheter problem/leak. The catheter was replaced during an elective pump replacement. Further information is being requested at this time.

Manufacturer narrative:
(B)(4).